Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the imagery, the balloon burst both radially and longitudinally, with the distal portion of the balloon bunched and with no observable missing material. The observed balloon burst at full inflation. There was calcification present in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was confirmed based on the imagery review. The available information suggests patient factors (calcification) likely contributed to the event. As reported, "the perceived root cause of the balloon burst was calcium in the left ventricular outflow tract (lvot)". Additionally, the provided imagery confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Regarding the difficulty withdrawing the delivery system through the esheath+, this event was also confirmed based on the imagery review. In this case, the available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catching onto the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, while deploying the valve, the 23 mm commander delivery system balloon burst at the end of inflation. The delivery system was unable to be withdrawn through the 14fr esheath+. As a result, the delivery system and esheath+ were removed together. Once the delivery system and esheath+ were successfully removed, a decision was made to upsize to a 16fr esheath+. The 23 mm sapien 3 ultra resilia valve was then post-dilated with a 23 mm non-edwards balloon for full expansion. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing.